Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. Additional information including, patient medical history, post primary and pre revision x-rays, the reason for revision and the explant have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of this investigation. The relevant device manufacturing records have been retrieved and reviewed. It was found that the parts associated with this report conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision, both the reason for the revision and period of time which the devices were implanted are unknown.